Event description:
When attempting to remove epidural catheter, the tip of outer covering of the catheter sheared off. The returned piece of catheter lies superior to the l2 spinous process. It extends into the spinal canal and then courses superiorly for a length approximately 1cm.